Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, there was no bleeding from the marker lumen to indicate the device was in the vessel. The device was pulled back and the marker lumen was flushed successfully; however, the device was advanced again and no bleeding from the marker lumen was noted. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.